Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead needed to be revised as the patient experienced symptoms similar to diaphragmatic stimulation with the original lead position. During the revision, oversensing was occurring in the new position as the lv was sensing the atrium signal. Boston scientific technical services (ts) discussed troubleshooting and reprogramming options which resolved the oversensing. At this time, the lv lead remains in service. No additional adverse patient effects were reported.